Manufacturer narrative:
On 22-apr-2020, it was found that additional information regarding the condition of the suspected medical device was omitted on the previous report. On 14-apr-2020, mentor received additional information regarding the condition of the reported device. Upon explantation, the device was found to be intact. The relevant filed has been updated. Reason for device explant and/or reoperation: suspected rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-apr-2020, mentor received additional information regarding the replacement devices. The replacement devices are two unspecified 200cc mentor saline breast implants. On 20-apr-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the sample, no apparent damage was observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis mentor was unable to confirm the reported issue. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 235cc mentor memorygel breast implant and experienced postoperative right-sided rupture. MRI performed on (B)(6) 2020 indicated rupture. As a result, the patient underwent bilateral removal and replacement with unspecified mentor breast implants on (B)(6) 2020.